Event description:
Related manufacturer reference number: 2017865-2022-07184. It was reported the patient presented in clinic for follow-up. It was discovered the right ventricular and atrial leads had dislodged. The atrial lead was successfully repositioned. The right ventricular lead was explanted and replaced. The patient was in stable condition.